Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient claimed that the blood glucose meter readings were both higher and lower than cgm readings and that the cgm was up to 100 points off; however, no sample readings were provided. The patient reported no use of acetaminophen at the time.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.